Event description:
Complainant alleged that during pt set-up (age & gender unk) the device displayed a "check electrodes" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.